Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B) (6) 2008, the pt was implanted with an scs system. It was reported on 3/12/2010, that a pt who fell two months ago, reported feeling stimulation in the legs and pain in the back at the lead site when the stimulation is on. The sales representative met with the pt and tried changing the pt's program, to no avail. The pt's lead were replaced on (B) (6) 2010. The pt reported satisfactory stimulation post-operation.